Manufacturer narrative:
This report is filed april 6th, 2015.

Manufacturer narrative:
(B)(4). Battery is currently unavailable.

Event description:
It was reported that the rechargeable battery was leaking. The patient was advised to discontinue use and return it to the manufacturer for analysis. There was no reported allegation of serious injury associated with the incident. The product has been replaced. The battery has not been made available for analysis as of the date of this report, (B)(6), 2014.